Event description:
A medtronic representative reported a site ratcheting small handle that was damaged. The silver metal button on top of the navlock egg handle fell off. No further details regarding the damage, or how it occurred, were provided. It was noted that multiple handles were available for use at the site. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to common device name and PMA/510(k).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Product is class I for us regulations and does not require a 510(k) designation. No parts have been returned to manufacturer for analysis.